Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent full vns explant due to infection at the electrode site. Both the generator and lead were explanted to ensure proper wound healing post infection. Device history record was reviewed for both the lead and the generator. Both devices were sterilized prior to distribution, and no unresolved nonconformances were found. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.